Event description:
.

Manufacturer narrative:
Device #2: add'l info received 11/11/2009: the user facility advises an add'l component was removed at this revision surgery. This is the same event as 1043534-2009-00379.